Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that on (B)(6) 2021, during an implant when placing the atrial lead, the lead parameters were not coming as there was no sensing on the analyzer. The physician tried placing at a different location, but the same issue was noted, and when trying to pace to get the threshold no capture was observed. The decision was made to use another lead and the parameters were acceptable with the new lead. The patient's condition is stable.